Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and hemostatic valves under the microscope. No damage was noted on the flush lumen and external hemostatic valve. However, the internal hemostatic valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of air ingress. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. No apparent presence of oil was noted on the valves.

Event description:
It was reported that during unknown procedure, the faradrive steerable sheath was selected for use. It was mentioned during the procedure, after dilator was inserted and positioned, the attempt was made to insert catheter into the sheath, the air mixed in. Thus, the device was replaced and the procedure was completed successfully. The event occurred inside the patient body and no patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unknown procedure, the faradrive steerable sheath was selected for use. It was mentioned during the procedure, after dilator was inserted and positioned, the attempt was made to insert catheter into the sheath, the air mixed in. Thus, the device was replaced and the procedure was completed successfully. The event occurred inside the patient body and no patient complications occurred. The device is expected to be returned for analysis.